Manufacturer narrative:
The event product is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep: unknown procedure - "the customer felt resistance when inserting penrose drain with a dissector and a portion of the septum was removed with the portion attached to the dissector. Cer septum check list will not be sent." Initial investigation report by (B)(4): "the event unit was returned to olympus and visually inspected. The shield was removed and it was not related to the incident as it was made for checking the condition of the septum. The septum was found to be largely damaged and missing a portion as shown in fig.1. The returned portion (size appx 18.2mm×19.3mm as shown in fig.2) is similar to a hole of the septum in shape. However, it has a very small hole (size appx 0.7mm x 0.9mm)(please refer to fig.2). The portion matched to be this missing portion was not returned to (B)(4). No visible damage was observed with the ddb. The unit will be returned to (B)(4) for further evaluation. Admin#(B)(4)." Patient status: "no patient injury".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation along with the fragmented portion of rubber. Upon inspection, engineering identified the event unit as having a damaged septum, an inner component of the seal. All seals are thoroughly inspected and testing during the manufacturing process. Based on the complainant's event description, engineering believes that the septum was damaged by an instrument. There is always a potential to tear or dislodge the internal seal components with sharp or angular instruments. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical continually seeks to improve the form, function and ease of use of its products. As part of this process, applied will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if we obtain additional information which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.